Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Operator of device - unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. Occupation - unknown. Based on the results of our investigation, the root cause of the complaint could not be identified. The actual sample was not returned for evaluation hence we could not provide detailed information of its actual condition. No retention sample and lot history file were checked since the complaint lot number is unknown. Representative samples were subjected to simulation through manual sheath activation. The safety sheath was activated with a one-handed technique on a hard and flat surface in a quick and firm motion. An audible click was heard indicating that the safety sheath was activated successfully. The needle is fully engaged under the lock (sheath tooth) and no irregularity such as bending of needle that may cause needle stick was encountered during and after activation. We have series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Components are checked for any presence of defects such as tooth flash, missing tooth, damaged collar ear, and over or under insertion of the collar to the hub. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Prior to shipment, qc conducts outgoing visual, sensory, and functional inspections to assure lots are of good quality. We advise to follow the instructions for use (IFU) for the proper usage of the sg2 needle indicated on the unit box in which warnings to prevent needle stick, cautions, and precautions are also included. (B)(4).

Event description:
The user facility reported that the mckesson needle safety device is flimsy and after locking the safety against a hard surface, it doesn't always lock causing a needle stick. Additional information was received on 17may2021: there was no patient injury, staff member was stable and no deficit. The procedure was completed. Testing was performed after the needle stick. The device seemed to have a very small safety cap mechanism which must be bent farther than anticipated to close. When the safety is activated, the needle is bending out of the safety cap, and this was the cause of each needle stick.